Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt.

Event description:
In addition to what were previously alleged, litigation alleges stiffness, weakness, limited mobility, anxiety and impaired adl. Revision confirmed on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records the patient was revised due to failed tha, mom recall device, elevated metal levels and injury. Operative note reported a large amount of fluid, necrotic muscle, no abductor muscle connected to trochanter, some corrosion around the trunnion however stem was stable, soft tissue loss, femur bone was soft, cup had no bony ingrowth, medial wall fragmented and inferior broken and some loose fragments of bone. No lab results provided for metal ions.